Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b3, g1.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an urological procedure in 2008 and unspecified mesh was implanted. The patient reported post-op immediately before ambulatory discharge, in the immediate postoperative period, sciatica type pain radiating from the perineum to the back of the thigh was noted, which the surgeon attributed to the operative positioning. After three months of pain labeled lumbosciatic, the pain center and prof concluded it was pudendal and cluneal neuralgia; 27 months off work, injected and infiltrated everywhere, heavily assessed ¿ no one believed the sling. In 2010, the patient learned that a doctor was removing these slings and went there and he implanted a sling his way, cut from mesh sling supposedly 4 cm. For 18 months the patient felt relieved; sitting still required a donut cushion, but the patient returned to work. Then in 2013 there was a major relapse of the pain. Dr referred patient for sedative mesotherapy, which imposed work constraints. In 2018, a permanent allergy appeared; the usual tests were all negative, and piriformis syndrome and obturator internus syndrome were added. Patient began botox infiltrations, which partially relieved the patient and allowed them to work. In 2019, another work stoppage, burnout, exhausted by the pain, and harassed at work because of the consequences. In 2024, the patient lost their pain specialist (retired). The patient found themself in a new medical wandering and did their own research. Their general practitioner also retired; the new one spoke of psychological pain. The patient stumbled across women's testimonies online and reports having the same disabling pain because of the same surgery and, above all, the same material: polypropylene. The patient's allergies were then explained, as were their neuropathic and myofascial pains, and the patient even discovered they have asia syndrome, an autoimmune condition causing these symptoms ¿ brain fog, high blood pressure, etc. No further information is available or could be obtained as reporter details have not been disclosed (confidential).